Event description:
Customer reported when they push the hold/suspend button, the alarm still sounds. Customer did not provide a date when issue was discovered. No pt incident or injury was reported.

Manufacturer narrative:
Results: eval of the returned unit found that the hold/suspend button must be pressed hard to activate, but functions as it should. However, the battery door is missing and a battery spring is bent. Unit passes all functional tests. (B)(4).